Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: impella cp sn 609305 + purge cassette was returned for investigation. Pump not detected: clinical details state that when pump sn 609305 was connected to ic5116, it could not be recognized. No damage was observed. The pump was then connected to ic3767 without issue. The console was later switched back to ic5116 due to suction alarms on ic3767 and the pump was able to be connected successfully to ic5116. Data log review showed the first attempt to connect to ic5116 to be unsuccessful after the console informed the user to connect the pump and there was no activity. The pump was then connected to ic3767 without issue. The pump was transferred back to ic5116 due to suction issues and connected successfully. The pump was returned and evaluated. It was able to be connected to the lab console without issue. No defect was found with the pump. Upon review of the returned pump and imc logs, it is apparent that the console is the potential cause of the issue. Please refer to the investigation of ic5116 under pi-17574359159696458. Suction: clinical details stated that when the pump was started on ic3767, suction alarms occurred immediately. Impella was repositioned without any success. Flow was changed from auto to p-2 with suction alarms. The pump was removed and no clot was noted. Pump was flushed, connected to ic5116, re-inserted, and run without suction alarms. The pump was returned and evaluated. There was no evidence of biomaterial. Evidence of a cannula kink was found. The pump was run in a bucket and pump flow was in range. Data log review showed a pulsatile suction alarm that started shortly after pump startup and remained active throughout the whole case along with low pump flow. When the pump was running on ic3767, the max mc was lower than expected, which correctly triggered the suction alarm. There were no abnormalities with the placement signal and no mc spikes. There were no suction alarms present in the data logs from (B)(4) and the pump appeared to run without issue as noted by the clinical. The cause of the suction was likely a cannula kink as seen on the returned product along with no signs of biomaterial or placement signal abnormalities in the data logs. The cause of the cannula kink is unknown. Device history lot: device lot: 1945882. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. This file represents the pump. Refer to section h.10 for the related report number 1220648-2025-46348, which represents the controller.

Event description:
The user facility reported that ic5115 did not recognize the cp sn (B)(6). The pump was unplugged and plugged in once again without the aic recognizing the pump. The staff inspected the prongs inside of the impella plug and no damage was noted. As a result, a loaner console ic3767 was brought into the room and purge cassette and tubing were transferred to the loaner console. Impella was successfully plugged in and ic3767 recognized pump sn (B)(6). The doctor proceeded with implanting the impella cp and when the pump was started, suction alarms occurred immediately. Impella was repositioned without any success. Flow was changed from auto to p-2, however, suction alarms remained.